Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Add'l info was requested 10/18/2007 and 10/23/2007 by mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that fourteen months following bilateral intraocular lens (iol) implant surgery, a patient reported decreased vision. Add'l info has been requested. There are two mdrs associated with this event: right eye: MDR # 1119421-2007-00469. This report is for the left eye.